Event description:
It was reported that during a routine follow up, oversensing was noted on the right ventricular lead. The patient stated that they were using some old table saws recently. The lead will be monitored and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.